Manufacturer narrative:
Product complaint # (B)(4). Investigation summary during the knee revision procedure ¿ sigma tc3, the 14mmx75mm tib ¿ a mandrel, which should be inserted into the femur channel, was jammed. The procedure was carried out in accordance with the operating technique. As a result of the jam, the operator decided to keep the element inside the femur channel. Due to attempts to pull out the element, the procedure lasted no more than 30 minutes. At the moment there are no consequences for the patient.the remaining final elements have been introduced into the femoral canal ¿ implants in such a way that direct contact occurs between the measuring element and the implant. An implant that corresponds to the standard element is not used. ¿the product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachments (photo-2024-09-09-06-41-18, photo-2024-09-09-06-41-19 and photo-2024-09-09-06-41-20). The photo investigation revealed the step pin of the pfc* flut tib rod trl 75 x 14 slightly bent. Potential cause for the bent condition can be attributed to unintended use error by use of excessive force in a prying motion, side-to-side or circular pattern, causing material to overload. However, with the information provided and as functionality cannot be assessed through photo evidence, the reported jammed condition cannot be confirmed. Since there is no evidence of a fragment being removed from the wound, this reported condition was not confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the pfc* flut tib rod trl 75 x 14 would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that during the knee revision procedure a mandrel, which should be inserted into the femur channel, was jammed. The procedure was carried out in accordance with the operating technique. As a result of the jam, the operator decided to keep the element inside the femur channel. Due to attempts to pull out the element, the procedure lasted no more than 30 minutes. At the moment there are no consequences for the patient. The remaining final elements have been introduced into the femoral canal implants in such a way that direct contact occurs between the measuring element and the implant. An implant that corresponds to the standard element is not used.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, h6 health effect impact code. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: no, there were not any allegation against the depuy implants. No, there were not any allegations against the pfc stem trial extract (865226/tx7828).